Event description:
It was reported that the patient experienced urinary incontinence due to the artificial urinary sphincter (aus) was no longer working. During the procedure, the explanted device was checked to find a leak, due to the cuff was not inflating. The procedure was completed successfully. No further complications were reported.